Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during the removal of an acetabular cup in a surgical procedure, the ezout blade broke. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. A device history review(DHR) review was not possible in this event as the lot number was reported as unknown. Without the blade we are unable to determine what caused the blade to break.

Event description:
It was reported that during the removal of an acetabular cup in a surgical procedure, the ezout blade broke. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.